Manufacturer narrative:
Device remains implanted.

Event description:
Patient underwent svs valve placement for the treatment of emphysema. Three svs-v7-00 valves and one svs-v6-00 valve were placed in all segments of the left upper lobe. There were no procedural complications. Pneumothorax occurred two hours post procedure. A chest tube was placed. Devices were not removed. Patient status was not available at the time of this report.